Manufacturer narrative:
No allegations were made of medtronic navigation's device causing or contributing to the patient event. A medtronic representative following-up at the site gathered more details: the surgeon performed the scoli spine fusion using a stealthstation s7 system and an o-arm system with demo navlock/solera probe and taps for the screw hole, the screws were placed without navigation. The csf leak was on one of the scoli vertebra, there was absolutely no allegation of deficiency with navigation or with any medtronic navigation, inc. Instrumentation. The csf leak was stopped, material used was unknown. Surgery was completed successfuly with navigation. Per site ortho coordinator, patient did not require any follow-up/additional surgery. No further issues have been reported.

Event description:
A medtronic representative present at the site, reported that while in a pediatric scoli spine procedure, a cerebrospinal fluid leak (csf} occured. The surgeon made no allegation of a malfunction of any medtronic navigation device in relation to this event. The surgeon completed the procedure with the use of the navigation system. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event.